Manufacturer narrative:
Date of implant and date of explant not provided as device was never fully implanted in patient.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a perm implant procedure on (B)(6) 2020. The surgery was abandoned and all products were explanted. Post-operatively, the patient did not experience any symptoms.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined